Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide. The disposable cartridge was not returned for evaluation at the time of this report. The reported leak cannot be confirmed. The user's guide includes adequate warnings for the operator to periodically check the system for leaks as the cycler may not sense slow leaks and to terminate treatment if a leak cannot be resolved. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Balance chamber high and max alarms occurred at the start of a routine hemodialysis treatment. A clear fluid leak was observed. Treatment was ended without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.